Event description:
It was reported that during a percutaneous coronary intervention procedure thrombosis occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A kinetix guide wire was placed in the lesion and it was noted that thrombus formed 4cm inside the wire, along the wire shaft. The guide wire was removed from the patient and was flushed to remove the thrombus. The procedure was successfully completed with a different guide wire with no additional patient complications reported. The patient's current condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).